Event description:
The customer states the device base has a burned spot on the front of the base. The pins in the base appear to be fine. A request was made for the return of the suspect device and replacement product was sent.